Manufacturer narrative:
The hbsag reagent lot number and expiration date were requested, but not provided. The field service engineer determined that the measuring cell needed replacement. The measuring cell was replaced. Checks and calibration were performed. No further issues have occurred since this action. The investigation determined the service actions resolved the issue.

Event description:
Roche diagnostics received a customer complaint regarding an alleged discrepant elecsys hbsag ii assay results for two patient samples tested on a cobas 6000 e601 module. No units of measure were provided. The first sample initially resulted in an hbsag value of 0.395 (non-reactive) and it repeated as 2.24 (reactive). The second sample initially resulted in an hbsag value of 0.462 (non-reactive) and it repeated as 1.39 (reactive).